Event description:
When device was removed from sterile packaging by physician, the insertion tool was in the locked position but the teeth on the insertion tool were not fully closed. There was no noticeable damage to the loop recorder and the device was implanted. Non physiologic noise was noted after implant. Device was explanted and replaced with new device. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.